Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system crashed. This is a lock up situation. There were no reports of an injury or death.